Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was discontinuation of the patient's anticoagulant. The device history record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Note: the expiration date of the ipg is not autofilling in the report form. The expiration date is 08-jun-2024. Cvrx ID#: (B)(4).

Event description:
On (B)(6) 2022, a cvrx barostim system was implanted successfully. The ipg was implanted in the right chest with the csl placed on the left carotid, and the patient was transferred to the post anesthesia care unit for recovery. Approximately two hours post-procedure, the patient experienced stroke-like symptoms on their right side, including paralysis of the right arm and leg and expressive aphasia. The patient was transferred to the intensive care unit and tissue plasminogen activator (tpa) was administered. A CT angiogram of the head and neck was performed. As of (B)(6) 2022, the patient remained in the intensive care unit with little to no improvement noted. A CT angiogram of the head and neck was repeated, and an embolus was observed in the occipital lobe. In the opinion of the physician, the cause of the stroke was cardioembolic due to the discontinuation of the patient's anticoagulant medication, eliquis, 72 hours prior to the procedure.

Event description:
On (B)(6) 2022, a cvrx barostim system was implanted successfully. The ipg was implanted in the right chest with the csl placed on the left carotid, and the patient was transferred to the post anesthesia care unit for recovery. Approximately two hours post-procedure, the patient experienced stroke-like symptoms on their right side, including paralysis of the right arm and leg and expressive aphasia. The patient was transferred to the intensive care unit and tissue plasminogen activator (tpa) was administered. A CT angiogram of the head and neck was performed. As of (B)(6) 2022, the patient remained in the intensive care unit with little to no improvement noted. A CT angiogram of the head and neck was repeated, and an embolus was observed in the occipital lobe. In the opinion of the physician, the cause of the stroke was cardioembolic due to the discontinuation of the patient's anticoagulant medication, eliquis, 72 hours prior to the procedure. On (B)(6) 2022 it was reported that the patient was in a care home. As of (B)(6) 2022, the patient's status was reported to be much improved. The patient remained having limited mobility on their right side, but the patient was back to eating solids and the aphasia had resolved.

Manufacturer narrative:
(B)(4).